Manufacturer narrative:
On 24-oct-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-d curve, c3, split handle and after gap ablation of the left atrial posterior wall isolation char was confirmed. The char was identified after the catheter was removed from the patient's body. This occurred approximately 3 hours after the start of ablation. Immediately after ablation, the temperature was kept above 45, which was different from the previous behavior. At the beginning of the procedure, the temperature did not keep such a high temperature during ablation. There was no problem with irrigation flow and the flow was automatically controlled according to the temperature. The char was wiped off, irrigation was perfused thoroughly, and the catheter was continued to be used. Until immediately before wiping off the char, the output was constantly suppressed at 50w and the temperature was 45°c-47°c, and only 20-30w came out, but after wiping off, the output returned to 50w. After that, the procedure proceeded smoothly and was successfully completed. The patient was given heparin throughout the case. Their activated clotting time (act) was unknown. No patient consequences were noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-dec-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-d curve, c3, split handle and after gap ablation of the left atrial posterior wall isolation char was confirmed. The char was identified after the catheter was removed from the patient's body. This occurred approximately 3 hours after the start of ablation. Immediately after ablation, the temperature was kept above 45 , which was different from the previous behavior. At the beginning of the procedure, the temperature did not keep such a high temperature during ablation. There was no problem with irrigation flow and the flow was automatically controlled according to the temperature. The char was wiped off, irrigation was perfused thoroughly, and the catheter was continued to be used. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature and impedance test, and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device, the device did not have char/thrombus/clot on the tip. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device number 31049076l, and no internal actions related to the reported complaint were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).